Manufacturer narrative:
(B)(4). Device is a combination product device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for a stent treatment procedure, a stent dislodgement occurred outside the patient. Access was obtained through the right femoral artery. The 70% stenosed, concentric, de novo lesion being treated was located in the non-tortuous, non-calcified left anterior descending artery, circumflex, and obtuse marginal. The physician removed the plastic sleeve from the 3.00x38mm promus element stent and advanced the stent delivery system (sds) toward the lesion. The physician noticed the stent was not on the sds balloon and thought the stent had embolized. Fluoroscopy was performed to locate the "lost" stent. After "more than a half an hour", the stent was found inside the rim of the plastic sleeve which had been discarded after removal. The physician postponed the procedure due to "loss of morale". This product is only ous approved, but it is similar to an approved us device